Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-09671. Related manufacturer reference number: 1627487-2019-09673. It was reported the patient experienced a loss in stimulation due to the ipg reaching end of life. As a result, the ipg was replaced on (B)(6) 2019. Reportedly, two new leads were implanted to regain full low back and leg pain coverage; the original leads were left implanted. Effective therapy established post-operatively.